Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm. It was determined that the cause of the event was due to animal damage to the supply line. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell five of five. The hp stated that his dog bit through the supply line during therapy. The technical service representative (tsr) assisted the hp in clearing the alarm so that the hp could end therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.